Event description:
On (B)(6) 2012, the patient contacted animas and reported experiencing a blood glucose (bg) value of 250mg/dl. The patient reportedly felt sick, nauseated and flushed. The patient was reportedly concerned that the pump may have been a contributing factor in causing her symptoms. It was noted that the patient was filling the cartridge with cold insulin that directly came out the refrigerator. Customer support (cs) reviewed the pump history with the patient and noted that the total daily dose basal amounts for the week were set to 17.20 units to 14.50. It was noted that the pump's basal amount was programmed for 17.20 units. The patient stated the basal amounts were set correctly. The patient reportedly programmed a correction bolus at 5:49pm and 7:10pm. It was also noted that the patient suspended the pump at 5:51pm and resumed the pump at 6:08pm. The patient reportedly felt the symptoms at 6:00pm. There were no site/set or cartridge issues noted. Cs reviewed the pump with the patient and no delivery issues were noted with the pump. Cs instructed the patient to use room temperature insulin prior to filling the cartridge. There was no indication of a pump malfunction, the pump is not being reported and the patient resumed insulin pump therapy. This complaint is being reported due to the allegation that the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported event as the patient was using cold insulin and the patient suspended the pump during the time she experienced her symptoms.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump histories show that a "replace cartridge" alarm occurred on (B)(6) 2012 at 12:36 and the pump was not primed until 15:43 the same day. The last bolus recorded in the pump history was on (B)(6) 2012 at 12:40 and the last basal delivery occurred on (B)(6) 2012 at 13:48. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the force sensor is out of calibration.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.